Event description:
It was reported that the implantable cardioverter defibrillator exhibited noise on the discrimination channel. It was noted that the patient was brought into clinic and isometrics were performed but no noise was able to be reproduced. Further information was requested however, was not provided.